Event description:
On (B)(6) 2013, the pt underwent treatment of an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis and gore tag thoracic endoprosthesis. After attempts were made to cannulate, the contralateral gate of the trunk-ipsilateral leg component, an aorto-uni-iliac bypass was performed on the right side. The left common iliac artery was coil embolized and a fem-fem procedure was performed. It was reported that during removal of the 22 fr cook sheaths, a bilateral external iliac artery rupture occurred reportedly due to the oversized sheaths. It was reported the access sites were small (8-8.5mm) due to the bilateral stents implanted in the external iliac arteries. The ruptured external iliac arteries were repaired with additional devices. During the procedure, the pt became hypertensive and was administered suppressors. Blood loss was reportedly evident (amount unk), but a blood transfusion was not performed. The procedure was completed, and the pt was sent to the intensive care unit. However, the pt expired that evening reportedly due to a history of cardiac issues.